Manufacturer narrative:
The device was discarded by the user and not returned for evaluation. The user stated that the product was not being used in a manner consistent with the instructions for use. The user stated that the product was used longer than six (6) hours which is considered off-label use for this device.

Event description:
Per customer information, the product caused high hemolysis in a patient. According to user, device was being used for extended period of time, longer than six (6) hours.